Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient called and reported she was unable to establish communication with her ipg. Additionally, the patient's ipg was superficial due to the patient having lost weight. A replacement charger was shipped to the patient, however, it did not resolve the issue. As a result, surgical intervention took place on (B)(6) 2016 at which time the patient's ipg was explanted and replaced.